Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Four certain® titanium large hexed screw (ilrght x 4) were returned for investigation. Visual evaluation of the as returned products identified fracture above the threads. Device history record (DHR) review for the lot (1198585) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, the DHR was not available electronically for the subject lot number (1235603) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lots (1198585 & 1235603) for similar events/complaints and no complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed following visual evaluation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k072642.

Event description:
It was reported that the prosthetic screw fractured . Doctor was able to remove the fracture portion from the implant.